Event description:
It was reported that the pace impedance of this right ventricular (rv) lead has been less than 200 ohms, since march. The thresholds the last time the patient was seen in clinic, was 2 volts at 0.4 milliseconds. It was unknown, if the patient has had a procedure or any health changes. Troubleshooting options were discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.